Manufacturer narrative:
The following info from section f was completed by the MFR: h3: device evaluation summary attached h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the c-flex was rolled up into the proximal taper. A separated piece of c-flex was returned in a bag. Due to the condition of the returned c-flex fragment, additional analysis of the fracture face is not possible. Quality engineering determined the c-flex separation may have been due to tensile overload due to resistance met at the rhv during removal of the delivery system. Quality engineering has determined that no corrective action is warranted at this time. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that after deployment of the stent, the proximal portion of the membrane was noted to be bunched up. The distal portion of the membrane was found detached on the table. Reportedly, no pt injury was associated with this event.